Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient expired from other causes; however, during autopsy it was noted that the small plastic end of the wire introducer ended up in the patient lung.